Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an incident with the involved angio-seal vip 6fr. The device functioned as intended up to when the anchor was placed in the artery. When the device was supposed to be pulled back, it was stuck and it was not possible to visualize the sutures. The patient complained about pain, when the physician tried to pull back the device. No bleeding complication occurred. With help from another physician, the sutures were cut at the proximal end of the angio-seal device, to be able to withdraw the outer part of the device. The inner part was also cut, to get hold of the compactor tube. Using a hemostat attached to the suture, it was possible to compact the collagen material and push it in place. The incident ended well for the patient but the device did not perform as intended. Hemostasis was achieved, and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.